Event description:
It was reported that the user experienced hypoglycemia after announcing a meal late after the ilet had already delivered correction dosing indicating excess insulin. The device provided alerts, and the event was managed with oral glucose. Symptoms included hypoglycemia with a nadir of 64 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions for meal announcements and user interface interactions, consistent with improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was an unintended use error.